Event description:
It was reported that the pump was alarming every five minutes. The critical alarm interval was set for every hour. Telemetry confirmed a critical alarm had occurred regarding a reset due to a low battery. The reset - low battery had occurred multiple times. An end of service (eos)/end of life (eol) message in addition to safe state was further noted as having occurred. An estimated eos at the time of the last refill was for (B)(6) 2012; but "all of the sudden the battery went eos." The patient was taking oral baclofen to address the issue, but the patient experienced "side effects of drowsiness." A nurse indicated that the patient was not showing any signs of underdosing as of (B)(6) 2012. A family member of the patient; however, indicated that the patient was very stiff. A pump replacement procedure was planned. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted:unk; catheter accessory model# 8591-38 lot# a77177 implanted: (B)(6) 2006 explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).